Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported infusion set cannula was kinked within 3 hours of insertion leading to high bg which was addressed using correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.